Manufacturer narrative:
The device was returned with the jaws slightly opened. The jaws would not completely open or close and the blade had limited movement. The visual inspection found evidence of the bipolar jaw damaged was due to excessive torque applied during clamping. The tip of the bipolar was intact and had not broken off. No further action is required.

Event description:
Sorin group USA received a report that during the vein harvesting procedure, the tip of the bipolar broke off inside of the patient's leg. All parts were recovered. There were no pt complications due to the incident.